Event description:
On (B)(6) 2012, a home health nurse contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ultrasmart meter was reading inaccurately high. The complaint was classified based on the information obtained by the customer care advocate (cca). The home health nurse stated that she allegedly tested the patient's blood glucose on (B)(6) 2012 between 10:30 and 11 p.m. And obtained a result of "406 mg/dl." The home health nurse mentioned that she felt that the blood glucose result of "406 mg/dl" was inaccurately high since the patient's normal blood glucose results are 200 mg/dl (patient's blood glucose is tested 5-6 times per day). The home health nurse informed the cca that immediately after obtaining the blood glucose result of "406 mg/dl" the patient was administered with 8 units of novolog insulin which reportedly caused the patient to become "incoherent and be unable to answer questions, instead he would just stare straight ahead." The home health nurse claimed that she contacted an advice nurse at the onset of symptoms and was advised to take the patient to the emergency room (ER). Once at the ER (20 minutes after the onset of symptoms) the patient's blood glucose was reportedly tested with an ER meter (unknown type/brand) and a blood glucose result of "200 mg/dl" was obtained. However, due the symptoms, he was exhibiting, he was immediately retested on another ER meter (unknown type/brand) where a blood glucose result of "23 mg/dl" was obtained. The patient was reportedly treated with IV glucose (unknown amount) and was admitted for 3 nights to the hospital. The home health nurse said that the patient's diabetes is managed with novolog (self adjusting) and 35 units of lantus at bedtime. The home health nurse stated that she only administers novolog when the patient's bg is >200mg/dl. The home health nurse denied administering the patient with novolog during the day of the alleged issue since his bg was normal. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient was reportedly administered insulin based on an alleged inaccurately high blood glucose result that caused the patient to suffer an acute hypoglycemic event. In addition, the alleged inaccuracies were not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.